Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a phantom pocket indicating that hydrocodone with acetaminophen 10 mg/325 mg was loaded in location 25.1 d 254. However, there was no pocket at this location and no drug present, which caused the min/max values for the machine to be incorrect. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) reported that the issue had already been resolved by the customer. The customer had corrected the problem and removed the phantom pocket. The case was then closed. The system functioned as intended after the technical support specialist investigated the issue.